Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. The motor battery charger pcba passed functional output bench testing. Visual inspection notes all led's light and the board was in excellent condition. The tester installed motor charger board in a test imaging system and the system readied and charged as expected. No battery errors or unexpected power down while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. System intermittently fails to charge motion batteries. Replaced motion charger board and motion batteries. Verified system functions properly. The battery charger has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was displaying a critical battery message. The system was rebooted and the message went away. The umbilical cable was also unplugged to check battery levels, and all appeared to be fully charged. There was no patient present when this issue was identified.